Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a "fogging issue" there is no information that the event caused a harm or serious injury to patient, user or third. According to the new available information the event occurred during the use of the product. Severe fogging was observed, causing inconvenience during laparoscopic surgery. The procedure was completed successfully but the surgery was prolonged for 60 minutes. No negative impact in state of health reported. Because of the prolongation of the surgery for 60 minutes the event is deemed reportable.